Event description:
It was reported that, "surgeon putting in primary hip, put in broach first. Broach sat down nicely, trialed and everything worked out fine. After shell and ceramic liner were placed in, surgeon could not get the stem all the way down. Stem did not seat at the same position that the broach did. Subsequently, surgeon had to use -4 head and had to switch to use a cobalt chrome head and poly liner. Reason for this, stem is affected by having placed original ceramic head on and cannot reimplant onto same trunion. Broaches are approximately 10 years old. Surgeon's concern is that the #3 broach not seating at the same spot that the implant was."

Manufacturer narrative:
Device is not available for evaluation. No evaluation will be performed. Additional information has been requested and if received will be provided on a supplemental report. Device evaluation anticipated, but not yet begun.